Event description:
The manufacturer received information alleging a ventilator service required error occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code was found in the device's error log relating to a pressure sensor mismatch. The service technician states that dirt on the flow sensor and blower assembly was determined to be the cause of the error. The flow sensor and blower assembly were replaced to resolve the issue. Additionally, the air inlet foam filter, particle filter, and muffler assembly were replaced. The defective flow sensor and blower assembly were sent to the product investigation lab for further testing. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.